Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump's battery life was one day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/20/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings:a review of the pump¿s history showed no evidence of short battery life. During testing, the pump powered on normally. The pump was able to be primed and exercised with no alarms occurring. The current draws were found to be within specifications. The pump¿s cover was opened and no intermittent connections were found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.